Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and was able to reproduce the reported helium leak from a newly installed tank. The fse installed a new helium tank which started to leak, as well. The fse went through the system and replaced the helium tubing, but still had leakage. Upon further testing, the fse determined that the helium tank, itself was leaking from the top seal. As such, the fse resolved the reported issue by replacing the helium tank from customer's inventory stock, and when tested, the results were well within specifications. Of note, the fse ordered and replaced two new helium tanks as to replenish the defective tanks. The fse further performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak out of the tank. There was no patient involvement, and no adverse event reported.